Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported he had bilateral stryker knee replacements on (B)(6) 2014. Patient reported that his left leg continues to swell to varying degrees. Patient does not plan to have the knee revised at this time. This pi is for post-implant swelling of patient's left leg.

Manufacturer narrative:
Additional info: device details added. The following devices were also listed in this report: triathlon cr fem comp #8 l-cem; cat#5510f801 ; lot# edy3f triathlon prim cem fxd bplt #8; cat#5520b800 ; lot# ecrkj triathlon symmetric x3 patella; cat# 5550-g-360; lot# ywt5 simplex p - us full dose 10-pk; cat# 61911010; lot# rku179 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding "swelling" (patient factors) involving a triathlon insert was reported. The reported event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: the provided primary and revision operative reports, office notes and x-ray printouts were reviewed by a consulting clinician who indicated [...] "On may 14, 2014 an office visit note states, ¿¿ had no pain ¿ noncompliant with request for physical therapy ¿ walking without any significant difficulty other than a twisting injury to the left knee. Physical examination: bilateral pain free range of motion ¿ 3° to 100° ¿ x-ray bilateral: appropriate position ¿ return six weeks ¿ suggest physical therapy.¿ when seen on july 2, 2014 the patient ¿complains of swelling left knee ¿ physical examination bilaterally 0° to 100°, stable to varus/valgus, moderate effusion of the left." [...]"at an october 1, 2014 office visit the note states, ¿¿ noncompliant with attending physical therapy. " [...]"there is no examination of the explanted components...[...]"there is no evidence factors related to component design, manufacturing or materials are responsible for this clinical situation." -product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event for patient factors (swelling) was not confirmed nor the root cause could be determined because the devices were not returned for evaluation and insufficient medical information was provided. Additionally, the patient was reported to be obese and non compliant for attending his physical therapy after the primary bilateral knee arthroplasty. The provided medical records were reviewed by a consulting clinician concluded that "there is no examination of the explanted components... [...]"there is no evidence factors related to component design, manufacturing or materials are responsible for this clinical situation." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient reported he had bilateral stryker knee replacements on (B)(6) 2014. Patient reported that his left leg continues to swell to varying degrees. Patient does not plan to have the knee revised at this time. This pi is for post-implant swelling of patient's left leg.